Event description:
Patient returned cold therapy unit stating that the unit would not get cold.====================== manufacturer response for cold therapy unit, iceman (per site reporter)======================evaulate product and file report with hospital. Patient had equipment replaced.